Manufacturer narrative:
The model and serial number of the involved pump have not been provided. However, the potentially-affected devices are all model number 10-80-00. Sorin group (B)(4) is the manufacturer of the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). During further investigation by a sorin group representative, it was found that the customer clamped the tubing and did not use a bubble sensor, which lead to the reported failure. The root cause of the issue was a user error. No device malfunction has been identified. A review of the DHR did not identfy any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Issue not related to the device.

Manufacturer narrative:
The model number and serial number were not provided. The brand and common name cannot be identified. This information will be forwarded when available. Mfg date: the model number and serial number were not provided. The manufacturing site cannot be identified. This information will be forwarded when available. Sorin group (B)(4) is the manufacturer of pump systems. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that am embolism incident occurred. However sorin has not received any formal information from the hospital. The facility uses a sorin pump system but there is no information of a connection between the pump system and this incident. It was noted that no bubble sensor was present. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. PMA 510(k): the model number was not provided. The 510(k) number cannot be identified. This information will be forwarded when available.

Event description:
Sorin group (B)(4) received a report that an embolism incident occurred. However sorin has not received any format information from the hospital. The facility uses a sorin pump system but there is no information of a connection between the pump system and this incident. It was noted that no bubble sensor was present.